Manufacturer narrative:
Additional review was performed for the device dysfunction, without device return. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. A 3mensio was provided and showed calcification, tortuosity, and undersized vessels (greater than or equal to5.5mm required for use of 14f esheath) in the access vessel. Additional (>90 days) 3mensio shows similar characteristics with several undersized regions. Use of an impella device with an edwards's esheath introducer sheath is not an indicated use. Relevant ifus and training manuals were reviewed for use of the esheath. No IFU/training deficiencies were identified. Use of an impella device with an edwards's esheath introducer sheath is not an indicated use. The risk management file captures risks for indicated device use only. The review of the risk management file is complete and no further action is required at this time. The complaint for resistance was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The minimum luminal diameter required for use of the 14f esheath+ is 5.5mm. Several undersized regions were observed in review of the 3mensio. Other vessel characteristics like tortuosity and calcification could impact co-axiality of devices and the sheath's transient expansion while entering and navigating through the esheath. However, factors that could specifically impact interaction between the non-edwards impella device and the esheath+ is unknown. Available information therefore suggests that patient factors (undersized vessels, calcification, tortuosity) could have contributed to the event. However, a definitive root cause is unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. H3 other text: device not returned.

Event description:
As reported by field clinical specialist, during a post dilation, a non-ew device was inserted through the esheath, and resistance was met. Post procedure, there was a dissection and clot requiring intervention. Six months post implant of the 20mm sapien 3 valve in the aortic position, a balloon aortic valvuloplasty (bav) intervention was performed with a non-edwards balloon catheter for the moderate pvl, which was reduced to mild after dilation. The physician selected to use an esheath, in case a second valve would be required. The pacing run during the bav was a little longer than normal. Post bav the patient's blood pressure did not recover and the patient became more bradycardic. Pharmacologic support was administered, and CPR initiated. The patient went into ventricular fibrillation and ventricular tachycardia multiple times requiring defibrillation and additional pharmacologic support. It was decided to place an impella device (french size unknown) to provide support to the patient. There was difficulty placing the impella through the esheath. The loader cap was used to assist in getting the impella through the esheath, which helped but there was some resistance that remained. After the impella was placed in the left ventricle, a coronary angiogram revealed clot in the left main coronary artery. Aspiration catheters were used to remove clot. The left anterior descending and circumflex coronary arteries were ballooned and stented after the clot was removed. The patient stabilized. The physicians wanted to leave the impella in overnight but were concerned about distal run off on the left side with the esheath in. It was decided to see if the patient would tolerate being weaned off the impella. The impella was turned off and removed. A distal run off showed a femoral dissection and clot. An aspiration catheter was used to remove the clot in the lower extremity (le) and stented the areas of dissection. The patient left the or intubated in stable condition. On the floor, nursing staff notified that the patient's hypotension continued to worsen despite increasing pharmacological support, the patient's oxygenation also worsened. Chest x-ray performed showed a moderate right sided pneumothorax. The patient's neurological status remained severely compromised. Per medical records, ''in all likelihood [the patient] has suffered severe anoxic brain injury related to numerous cardiac arrest events earlier this afternoon.'' The patient subsequently passed away the same day of the procedure. Regarding the coronary embolization, the physician noted it looked organized not fresh thrombus, and seemed to be atherosclerotic possibly from something in the descending aorta/aorta. But could not rule out a possible thrombus from the valve leaflets or valve sinuses, as the patient had a history of atrial fibrillation on coumadin, which was held 5 days prior to intervention. It was noted that there were no abnormalities seen via CT scan prior to the procedure or 3d tee day of procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This is for the esheath event. Please reference related manufacturer report no: 2015691-2023-11358 for the valve related events.